Event description:
When button pressed to manually fill iab, the new helium alarm came on. Clinical engineering verified that there was a mechanical failure of helium regulator. This did not effect pt outcome.

Event description:
Add'l info rec'd from MFR 06/27/01: fax was MFR's first notification of this incident. MFR's records showed that although the facility ordered a helium regulator no request was made for any assitance from datascope's service dept. Further investigation showed that datascope has no service repair history for this facility. Therefore, MFR is unable to offer a failure analysis report on this incident.